Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact declined to test the customer's blood glucose level. It was reported that the customer had manual injections available for alternate insulin therapy.